Manufacturer narrative:
Pump received with a detached retainer ring, frozen white display and missing segments/partial display. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen white display. Unit was successfully downloaded using thus. No unexpected alarms/alerts/anomalies noted during testing. Pump was cut open to perform visual inspection and found cracked lcd glass and moisture damage on the pcba 1, force sensor and motor home switch. Unable to lock a test p-cap into the reservoir compartment due to detached retainer ring. The following were noted during visual inspections: corroded battery tube, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, broken belt clip rails, pillowing keypad overlay and label damage (serial number label stained and faded). Missing segments/partial display was confirmed due to cracked lcd glass. Unable to confirm high bgs. Cosmetic damage was confirmed at the retainer ring. Detached retainer ring was confirmed. Unable to lock into place was confirmed due to a missing retainer ring. Frozen white display was confirmed. Unable to download history files and traces was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. It was stated that the pump was dropped and had a crack along the battery compartment from the back, the retainer ring was also cracked and was loose. It was found that the customer has treated the high blood glucose event with the insulin injection. Troubleshooting was not performed. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.